Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedure, while loading the lens got stuck in cartridge and cracked. There was no patient contact. The surgery was completed on the same day. As per surgeon the product did not contribute to event.